Manufacturer narrative:
This complaint is related to a delivery issue. No further investigation is necessary.

Event description:
Customer's mother reported that because of a delay in delivery her daughter did not have a meter with which to test her blood glucose. Customer's mother reported the following symptoms: "sweating and shaky". She also reported the customer "lost consciousness and had a small seizure". The customer self-treated with grape juice and was then taken to the pediatrician's office where she was diagnosed with severe hypoglycemia. There was no report of death or mistreatment associated with this event.